Event description:
In 1980, the pt had surgery for the resection of a right submandubular adenoma. May 1996, recurrence of the adenoma was detected. May 30, 1996, the pt underwent tumor resection, an entire right radical neck dissection and mandibular reconstruction with titanium reconstruction plates and greater pectoral muscle skin graft. February 25, 1998, computerized tomography examination confirmed that the reconstruction plate had broke. March 24, 1998, the broken plate was revised.

Manufacturer narrative:
Initial report made on incorrect part number. Part number change does not effect outcome of report or investigation.